Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Please disregard MFR report number 3005168196-2019-02452 as it was inadvertently used and is not a valid MFR report number. The correct MFR report number which corresponds to this incident is 3005168196-2020-00250.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac arteries (iia) using ruby coils, pod packing coils (pod pcs), non-penumbra coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted four competitor coils, two ruby coils and one pod packing coil (pod pc) into the target vessel using the lantern. The physician then attempted to advance another pod pc out of its introducer sheath and into the lantern. However, the physician experienced resistance and the pod pc would not advance out of its introducer sheath. Therefore, the pod pc was not used. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The pusher assembly was fractured approximately 34.5 cm from the proximal end. The embolization coil was detached from its pusher assembly and the pull wire was retracted out of the distal detachment tip (ddt). Conclusions: evaluation of the returned pod pc pusher assembly revealed that the pusher assembly was fractured. If the pod pc is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, further manipulation of a kinked device may result in a fracture. Further evaluation of the returned pod pc revealed that the embolization coil was detached from its pusher assembly, and the pusher assembly had multiple kinks throughout its length. The detached embolization coil was likely a result of the pusher assembly fracture. The kinks were likely incidental to the reported complaint. The pod pc embolization coil was not returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.